Manufacturer narrative:
H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6: type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H11: manufacturer narrative: a of the device labeling was completed. Iritis (iridocyclitis), uveitis are identified in the labeling as known potential adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).

Event description:
A facility representative reported that a 13.2 mm vicm5 -5 d implantable collamer lens (icl) was implanted into the patient's right eye (od) on (B)(6) 2024. The patient underwent bilateral sequential surgery. Concomitant products used intraoperatively include opegan ovd and the msi injector delivery system. Toxic anterior segment syndrome (tass) was diagnosed. Additional diagnostics were performed but cultures were not taken. Eye drops and oral medication were prescribed. As of on (B)(6) 2024, issues were reported to be resolved with patient condition: bcva/ucva:20/10; iop:15mmhg; vault:509 m; "pigmentation has improved considerably". The lens remains implanted. In the reporter opinion, the cause of the event was reported as unknown.